Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 470 mg/dl, at the time of incidence. Customer was treated with manual injection and via intra venous fluid for high blood glucose. Customer reported that they had bent cannula issue. Customer also stated that they received insulin flow block issue. The insulin pump will not be returned for analysis.